Event description:
Covidien received a report of a n-550 where the speaker didn't work properly. The covidien technician confirmed that the unit had no audio, no alarms, and no beep sound. The problem was isolated to the speaker and the speaker was replaced.